Event description:
It was reported that several months after implant the patient experienced a loss of therapeutic effect. The patient stated that there was no known accident or incident related to the change in the therapy. X-rays had been taken that indicated scar tissue had formed; however, the health care provider did not believe that was causing the problem. The patient stated that they felt a shocking sensation when the device was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n271121, implanted: (B)(6) 2011. Product type: accessory. (B)(4).